Event description:
It was reported that the cannula detached from the syringe during injection of ocucoat into the anterior chamber. The capsule and lens were penetrated, resulting in a capsular rent. An anterior vitrectomy was performed and an intraocular lens was successfully placed in the sulcus. Pt's current prognosis is good.

Manufacturer narrative:
The device has been discarded and is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.